Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor stopped providing continuous glucose monitor (cgm) readings. On the evening of (B)(6) 2020; the patient did not recall any specific error message displayed and stated that the dotted line just stopped showing. He started vomiting that evening and stated that he did not have his full faculties as he was starting to go into diabetic ketoacidosis (dka). Because of the cgm issue, he did not know what his glucose levels were. His brother called him on the morning of (B)(6) 2020 and he told his brother something was wrong. The patient¿s brother went to his house to check him and called 911. Paramedics arrived and took him to the emergency room (ER) where he had a cardiac arrest. The patient did not provide information about treatment given to him for the dka or the resuscitation. He was not told what his bg value was but was told that it was high, in ketoacidosis range. He had a cardiac stent inserted the following week. On the day of the report several weeks later, he was recovering and was going to be discharged from the hospital that day. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.